Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device causing damage to another device appears to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip ((B)(4)) referenced is filed under a separate medwatch report number.

Event description:
This is filed because the second clip delivery system (cds (B)(4)) interacted with the implanted clip resulting in clip detachment from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip ((B)(4)) was implanted, reducing the mr to 3+. The second clip delivery system (cds (B)(4)) was advanced to the mitral valve. When the clip was in the left ventricle, the guide handle was torqued which inadvertently knocked the second clip into the first clip. The first clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4+. The second clip was deployed successfully, and two additional clips were implanted to stabilize the slda clip. The mr was reduced to 1-2, with a good outcome. No additional information was provided.